Event description:
The easylink informatics system was set up by the customer to ignore all results that received an e520 outside assay range flag, such that those results would not cross to the lis. A patient was treated for a heart attack as a result of a mis-typed troponin I into a critical result. There is no information available regarding the patient treatment and there is no other known reports of adverse health consequences or patient intervention due to the mis-typed result.

Manufacturer narrative:
The siemens technical support center (tsc) analyzed the informatics system data and determined the cause of the incorrect tni result was due to the technician manually inputing the value on the lis. There are no other known issues with the informatics system and further evaluation of the device is not required.